Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, h6.

Event description:
The event of rupture was confirmed to not have occurred. This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b5, d6b, h6.

Event description:
Device has been explanted.

Event description:
Patient reported left side pain. Patient later reported "I have significant problems with my breast implants. These are broken and cause me severe pain. In addition, my breast has changed significantly and I feel very stressed both physically and mentally. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.